Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing vascular planned treatment/non-emergency treatment. The procedure was completed as planned after releasing the mushroom knob and moving the table further. The philips field service engineer (fse) inspected the system onsite and confirmed that the table moved on its own. Review of system log file could not confirm the malfunction. Upon troubleshooting, fse found that the mushroom knob on the table control module had been pulled loose. To resolve this issue, the philips engineer reattached the mushroom knob, reset stand and performed current and position adjustments of the table. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the table moved on its own. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer inspected the system onsite and reattached the mushroom know, reset the stand and performed the table´s position adjustment which returned the device to use in good working order.